Event description:
It was reported that after a procedure, the assistant noticed heat build up from the battery which caused a small blister to form caused by skin irritation. There was no medical intervention needed. There were no other reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.